Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguinal hernia repair. According to the reporter, the balloon burst at 20th pump. The nurses threw the balloon away as it was very badly ruptured. Additional information has been requested but not yet received.